Manufacturer narrative:
Philips authorized service personnel(asp) was dispatched to the customer site. The customer's issue was unable to be reproduced. The customer was advised to monitor closely and call back.

Event description:
It was reported to philips that loudspeaker system defective. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
It was reported to philips that loudspeaker system defective. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.